Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Have to go to the emergency room to have it removed-vagina [foreign body in reproductive tract] . String has fallen off [device breakage]. Case narrative: consumer reported via social media that the tampon string fell apart. No serious injury was reported.